Event description:
Revision surgery - due to instability and infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01230; 509-00-036, s808 - infection, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.